Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmission revealed high ventricular rate due to oversensing on the right ventricular lead. The patient's condition was stable. No medical intervention was reported. The patient would continue to be monitored remotely via merlin.net.